Manufacturer narrative:
Unit received with no audio/beeping alarm tones due to broken black wire on the transducer. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio anomaly. Customer's blood glucose at time of incident was unknown mg/dl.